Event description:
It was reported that there was a right triathlon knee revised due to arthrofibrosis.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown tibial insert. Additionally, an unknown femoral component, tibial component and patella were reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report.